Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that the customer received a no delivery alarm during bolus. Troubleshooting was performed. The customer was initially able to deliver a 5.0 unit fixed prime. The customer performed an additional 5.0 unit fixed prime and no insulin was delivered and received a no delivery alarm. The customer was advised that the infusion set would need to be replaced. The customer's blood glucose level was 24.1 mmol/l. The insulin pump will not be returned for failure analysis.